Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot a device history record (DHR) review was conducted previously on (B)(4).the DHR review revealed 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a primary left attune to treat severe degenerative joint disease with varus alignment. The surgeon notes there were significant natural degenerative changes to the patella and all three knee compartments. He further noted the natural pcl and acl had significant laxity. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a left knee revision to treat worsening start-up pain secondary to aseptic loosening of the tibial tray. Upon entering the joint, the tibial tray was grossly loosed and debonded at the cement to implant interface. The surgeon discovered tibial metaphyseal bone defects when removing the cement. The femoral component was well-fixed but revised. The patella was retained. There was no reported product problem with the explanted insert. The patient was revised with competitor products. The procedure was completed without complications. Doi: (B)(6) 2019. Dor: (B)(6) 2020. Left knee.